Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon applied clips on cystic duct and artery and clips closed at tips but body of clip was open (tear drop shaped). The case was completed with another device of the same product code but different lot number. There were no patient consequences reported.